Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the scrub nurse was loading the first mesh leg assembly into the capio device, it was noticed that the suture needle had "come free" outside the patient. The detachment occurred right where the needle is joined to the suture. The physician reportedly "carried on" and completed the procedure by using a stand-alone capio suture (polypropylene 48-inch size 0) to pull the mesh leg through, with no complications to the patient.